Manufacturer narrative:
(B)(4). The reported complaint that the "front end of the balloon was fractured" is not able to be confirmed. The product was not returned for investigation. Based on a review of the device history record (DHR), the product met specification upon release. The root cause of the complaint is undetermined. No further action required at this time. The reported complaint will be monitored for any developing trends.

Event description:
It was reported "after the catheter inserted, the balloon failed to counterpulsate normally. The catheter was removed. When the catheter was removed, it was found that the front end of the balloon was fractured and bent ". Additional information states the iab catheter was removed and not replaced. No patient injury or consequence reported. The patient's current condition is reported as "fine".

Manufacturer narrative:
(B)(4).

Event description:
It was reported "after the catheter inserted, the balloon failed to counterpulsate normally. The catheter was removed. When the catheter was removed, it was found that the front end of the balloon was fractured and bent ". Additional informaiton states the iab catheter was removed and not replaced. No patient injury or consequence reported. The patient's current condition is reported as "fine".